Manufacturer narrative:
Date of event: at the time of this report, the date of the event is unknown. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
The account reported suction loss during surgery-gripper issue with an intralase patient interface (pi) after the patient was applanated and after the laser fired. It is also noted that the procedure was completed successfully. There was no patient injury reported and no surgical intervention was required. This report is two (2) of two.